Event description:
It was reported that the device displayed an alert indicating possible high voltage lead issue. The device was explanted and returned for arc to can marks. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can and was found to indicate the presence of lead material. It is believed that during high voltage therapy delivery, the lead arced to the ICD can and shorted the high voltage therapy circuitry within the ICD. It is believed the cause could be insulation damage on the associated rv lead. (B)(4).